Event description:
Reporter indicated via clinic notes received to the manufacturer dated (B)(6) 2009 that a vns patient had experienced increased seizure frequency in the previous month. The vns "off" time was increased from 5 minutes to 3 minutes. (B)(4) medication was also increased. All attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).